Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated three random sealed reservoirs. Inspected reservoirs, snap-cap, and septums for anomalies. None were found. Ran an occlusion test as follows: the reservoir was filled with diluent and connected to a new infusion set. Installed the reservoirs and connector into an insulin pump and performed the manual prime test. The fluid flow through the infusion set and exit in the catheter tip. Conclusion: the reservoirs were not occluded.

Event description:
Customer reported that she received a no delivery alarm. Blood glucose is 224 mg/dl. Customer was instructed to disconnect and reconnect the infusion set and reservoir. Customer pushed the plunger and stated that the insulin did not exit the tubing. Customer connected a new infusion set and performed manual prime again and insulin did not exit the tubing either. Customer then had to change the reservoir too. Customer had to try a new infusion set and reservoir and was advised to run manual prime. Reservoirs are the same lot number but different boxes. Nothing further reported.